Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of zero. In clinic noise was able to be created as well as the low shock impedance measurement. It was determined to be caused by electromagnetic interference (emi). When the emi source was removed no noise was present and measurements were within range. No adverse patient effects were reported.